Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder instability repair surgery an issue with the reported device has occurred. The surgeon has drilled the hole and when he tried to remove the drill, it that got stuck. The tip of the drill fused with part of the sleeve, while the lower part, where the drill is attached, broke off. The piece was recovered and did not remain inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.